Event description:
It was reported that during testing conducted by a user facility maintenance technician, sparking was observed between the rover power cord and wall outlet. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device, however the complaint could not be duplicated. The power cord and other components were replaced for preventative maintenance purposes.